Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were observed in the meter¿s patient result memory, but the dates did not match the allegation. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 368887) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter received questionable results from coaguchek xs professional meter serial number (B)(4) compared to a laboratory using stago reagent. Patient 1: at 10:35, the meter result was 3.1 inr and at 10:53 the laboratory result was 2.2 inr. The therapeutic range was 2.0-3.0 inr. Patient 2: on (B)(6) 2019 at 9:17, the meter result was 3.4 inr and at 10:02 the laboratory result was 2.4 inr. This patient was a (B)(6) year-old female born on (B)(6) and weighing 257 (B)(6) lbs. The therapeutic range was 2.0-3.0 inr.